Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. The right atrial (ra) lead was undersensing p waves. The lead remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2018 it was further reported that the undersensing led to errant pacing from the implantable pulse generator (ipg) in the atrium. The ipg remains in use. No patient complications have been reported as a result of this event.